Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed a misdiagnosed svt episode. The morphology template was updated and device remains implanted. Patient condition was unchanged.